Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The air/water supply was not smooth from the nozzle. This clogging issue was caused by a clogged foreign material. The foreign material was a yellow solid, like mucus. The angles were insufficient. Switch one had a pinhole. The insertion section was wrinkled.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera gastrointestinal videoscope was clogged due to insufficient or incorrect reprocessing. Additionally, the scope had reduced angulation. The issue was found at reprocessing. The intended procedure, which was a regular check-up for the patient, was completed with the same device. The procedure was not delayed more than fifteen (15) minutes. The scope was used with the evis lucera elite video system center. No patient harm reported. The water supply status of the nozzle was checked during the pre-use inspection and was poor. It was unknown of there was any abnormality in the usage check before the clogging was found. The blockage was found during inspection after a procedure. The mh-946 injection tube was used for manual cleaning in the hospital. There were no scratches on the mounting part of the mh-946. The automatic endoscope reprocessor (aer) used was non-olympus. The nozzle was replaced in june 2019, and there had been on-site repair since then. This report is to capture the reportable malfunction of the clogged nozzle due to insufficient or incorrect reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged nozzle likely occurred from insufficient reprocessing after the previous procedure. The specific root cause of the insufficient reprocessing could not be determined at this time. The user may prevent occurrence of the suggested event by handling the device in accordance with the instructions for use: "precleaning the endoscope and accessories: -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air: -caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Clean the external surfaces of the insertion section: -immerse the endoscope in the detergent solution. -thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution - remove detergent solution from all channels presoak for excessive bleeding and/or delayed reprocessing after each procedure: caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.